Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-may-2019 with the following findings: during investigation, the pump powered on with auditory tones and vibration to a blank screen. Testing for the complaint of a flashing display was not able to be fully investigated due to the blank display. Unrelated to the complaint, investigation revealed the display was cracked. A test display was inserted and the test display remained blank. The pump¿s cover was removed and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked causing the blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (flashing display) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.